Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy menstruation") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on unspecified date, patient had underwent a hysterectomy due to complications from essure device). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: endometrial cavity)") and menorrhagia ("abnormal heavy menstruation/abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included myalgia, lichen simplex chronicus and hot flashes. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain, pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, 4 years 8 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with citalopram, surgery (total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes),) and surgery (on unspecified date, patient had underwent a hysterectomy due to complications from essure device). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, depression and anxiety had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1 ring were visible in the right ostia, 1 were visible in the left. She tolerated the procedure well concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: patient weight, treatment medication, new events depression, anxiety and pelvic pain added. Outcome for the events device expulsion, dysmenorrhoea, depression, anxiety, menorrhagia, vaginal haemorrhage and pelvic pain updated to recovered / resolved . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: endometrial cavity)") and menorrhagia ("abnormal heavy menstruation/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included myalgia, lichen simplex chronicus and hot flashes. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes),) and surgery (on unspecified date, patient had underwent a hysterectomy due to complications from essure device). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage and dysmenorrhoea was resolving. The reporter considered device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: 1 ring were visible in the right ostia, 1 were visible in the left. She tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 19-apr-2018: plaintiff's fact sheet received. Events per pfs: abnormal bleeding (vaginal), migration of essure device (location of device: endometrial cavity) and dysmenorrhea (cramping) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device (location of device: endometrial cavity)") and menorrhagia ("abnormal heavy menstruation/abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and vaginal delivery. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included myalgia, lichen simplex chronicus and hot flashes. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain, pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, 4 years 8 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with citalopram, surgery (total laparoscopic hysterectomy, salpingectomy (bilateral removal of fallopian tubes),) and surgery (on unspecified date, patient had underwent a hysterectomy due to complications from essure device). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, depression and anxiety had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 1 ring were visible in the right ostia, 1 were visible in the left. She tolerated the procedure well concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.